Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned, an evaluation shall be completed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and reported a scratched display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in under or over delivery if the user is unable to safely read the screen,